Manufacturer narrative:
(B)(4). The device was not returned by the customer to baxter for an evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: baxter has conducted a trend review and found that similar reports have been received for the reported issue of "ruptured reservoir". The root cause investigation is in progress through CAPA # (B)(4). This information was available at the time the initial medwatch was submitted, however, was inadvertently not included on the initial report.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv10 device had ruptured during patient use. According to the report, the patient was undergoing an antibiotherapy when the reservoir ruptured and blood back flowed. The patient was receiving treatment through an implantable chamber. There is no report of patient injury or medical intervention. No additional information is available.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration volume was 973ml during cycle 4.